Event description:
It was reported that the programmer powered up to an error message and a black screen. Though the service disk was run and the programmer restarted the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer booted to an error, it was powered on multiple times without an issue and passed all functional testing. The media processing unit was replaced as a preventive. Analysis did note loose hardware in-between the bezel on the left side, corrosion found on the case exterior and a broken left keyboard hinge. All found defective parts were replaced and found issues resolved. (B)(4).